Event description:
Pt denied compliants before treatment. Two hrs into treatment pt complained of chills. Temp. Upp from 96.8 to 99.8 degrees. No evidence of infection with pt. (0 idpn, 0 blood products 0 new medications). Treatment discontinued. Pt sent to the emergency room where she received vancomycin & gentamycin and sent home.pt had an uneventful treatment during the next scheduled treatment.